Event description:
Notes from the cardiology consultation: " today, however, he had a device check in his cardiologist's office, which showed a marked increase in the impedance suddenly of his dual coil, fidelis high energy right ventricular (rv) electrode. This device is on recall. He is immediately referred to the hospital for admission monitoring and lead extraction. He is seen accordingly. The patient has not received any inappropriate therapy." Notes from the cardiologist's discharge summary: the patient "had a history of a myocardial infarction and coronary artery bypass grafting some 12 years ago. Seven years ago, he had an ICD implanted. Recent analysis of the device showed evidence of fracture of the recalled fidelis electrode. The device has also reached elective replacement indicator (eri). He was scheduled for elective generator replacement and lead extraction and replacement. He had received no inappropriate shocks...taken to the or where his ICD was explanted and using laser technology the single dual coil fidelis electrode was extracted. Examination of the lead revealed no obvious fractures or breaks in insulation. A vvi ICD was implanted. Post op note: there were no complications noted.